Event description:
It was reported that on (B)(6) 2019 the patient was admitted due to a fall with rib fractures. Etiology: likely multifactorial; deconditioning plus orthostasis and significant diabetic neuropathy CT of the thoracic and lumbar spine, chest abdomen and pelvis obtained in the emergency room, showed fracture of the neck of the right t9 and t10 ribs. Which may be acute on chronic fractures. Also has chronic fracture deformities of the thoracic spine. Patient has been extensively evaluated for similar complaints in the past orthostatic vitals negative. Cosyntropin stimulation test negative. Patient has spinal stenosis and follows with orthopedics. Given other comorbidities, patient is not being considered for surgery device interrogation showed no ventricular or atrial arrhythmias or device therapies physical therapy and occupation therapy consult midodrine for orthostatic hypotension. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of infection and bleeding could not be conclusively established through this evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(4) and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists various forms of infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturerâ¿¿s investigation is completed.

Event description:
It was reported that the patient was originally admitted to the hospital on (B)(6) 2019 for falls. During their admission, on (B)(6) 2019, patient developed a fever. The patient had two blood cultures taken, which were positive for leukocytosis. On (B)(6) 2019 patient had another culture taken which came back positive for staphylococcus epidermidis. On (B)(6) 2019 another cultures was taken and that came back positive for staphylococcus epidermidis again. On (B)(6) 2019 positive left prosthetic knee aspiration for staphylococcus epidermidis. Patient was taken to the operating room for irrigation/debridement of left knee with polyethylene exchange. Patient receiving IV vancomycin while admitted to site. On (B)(6) 2019 patient received 1 unit of packed red blood cells for slowly decreasing hemoglobin levels. No further information provided.